Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that 911 was called for her daughter. The emts took a blood glucose reading that was 70 mg/dl. The customer was taken to the hospital for treatment and was released within 5 hours. The customer's mother believes that the ER administered glucose.